Manufacturer narrative:
Additional data: h3. H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively and that the fractured screw shank remains implanted in the patient. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.